Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the tip of the apollo heated and broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the active electrode of the apollo rf i90, aspirating ablator, 90°was bent and the tip burned. Functional testing was not performed due to the damage to the device. The cause of the reported failure is product design/engineering. Material (316l ss) of the active electrode may yield when subjected to forces encountered during surgery addressed through a nonconformance.